Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on an aviva plus meter, compared to lab results, within 10 minutes: 220 mg/dl (meter) and 90 mg/dl (lab). No death or serious injury reported. Requested return of suspect device for evaluation and replacement was provided.